Manufacturer narrative:
The lot was manufactured october 11, 2017 - october 12, 2017. The actual samples were not available; however, a photograph of the one sample was provided for evaluation. Visual inspection revealed that the housing was malformed, which led to the coil cap separating from the housing. The reported condition was verified for one sample. The cause of the malformed housing was determined to be exposure to a very high temperature. The second sample was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) multirate infusors were discovered to be in damaged condition during unpacking. This event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to b5 and d4: catalogue #. B5: the correct affected product is ¿large volume multirate infusor¿, previously submitted as ¿multirate infusor¿. D4: the correct product code is ¿2c9961kp¿, previously submitted as in2c9961kp. Additional information to g4: 510k#. G4: 510k #: ¿k011317¿, previously submitted as ¿na¿. Should additional relevant information become available, a supplemental report will be submitted.